Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump housing was damaged, and subsequently, the cartridge was difficult to insert. There was no reported impact to the customer's blood glucose level. Additional information was not provided. The customer declined troubleshooting and follow up from tandem technical support.